Manufacturer narrative:
Philips service replaced the mrc 200 0407 rot-gs 1004 tube, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the grid switch failure caused fluoroscopy error messages on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.